Manufacturer narrative:
H10: the field service engineer (fse) replaced power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device will not power up. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the unit will not power on with no indicators, they already installed new battery and was still unsuccessful. They replaced the power supply and still did not work. They ordered power management (pm) printed circuit board assembly (pcba), and have not received.